Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse has not supplied any information regarding the service visit.

Event description:
The customer reported imprecise troponin I (accutni+3) results had been generated on an access 2 immunoassay system, which fluctuated between the laboratory's established critical and normal reference ranges. The instrument operator did not troubleshoot the instrument in between repeat analyses. The customer verbally reported the results for two patient samples. The customer also stated the instrument had generated indeterminate-flagged, no-value accutni+3 results; upon repeat, the instrument generated numerical results. There were no reports of change to or impact to patient treatment in connection with this event. The customer did not provide calibration, quality control, or actual patient data for review. The customer performed a routine system check and a precision test using low-level quality control material a few days prior to this event; both passed with results within instrument specifications. The customer did not provide lot number information for accutni+3 reagent or accutni+3 calibrator.